Event description:
It was reported to boston scientific corporation on december 16, 2008, that a corflo cubby low profile gastrostomy device was used during a replacement procedure performed in 2008. According to the complainant, within a month of replacement, the device button locking adapter was broken. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The complainant did not indicate if this was the first time the unit was used. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.